Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reports that customer received a no delivery alarm after site change and bolus delivery. Customer's blood glucose was 380 mg/dl, which was treated with manual injection. Customer's mother believes that the no delivery alarm was caused by customer needing to change site but instead he took a shower and ate. Customer's mother was advised to monitor insulin pump and call back should another no delivery be received. No further information provided.